Event description:
It was reported that during an unknown case, they tried to test the device and the buttons would not work. They used a new like device to complete the case. There was no patient consequence.